Event description:
The pt reported her insulin infusion device is displaying an irregular message. She stated she is visually impaired and she thought it was a c1/c8 or a c4 or c3, but she could not be sure. She stated she awoke yesterday to find insulin leaking into the cartridge compartment of her infusion device. She said she "poured out" the insulin, dried the compartment, and inserted a new cartridge. She stated the device appeared to be working properly until this morning when she received the irregular display. The pt reported she had an elevated blood glucose reading of "hi" with symptoms of lethargy, headache, nausea, and frequent urination. She said she treated her reading by bolusing insulin by injection. The pt did not require medical assistance from a health care professional or second party to address the issue. The product was requested to be returned for evaluation.